Manufacturer narrative:
The insulin pump alarmed button error due to corrosion on the keypad trace. The display was blank due to the battery tube connector not being plugged in properly.

Event description:
It was reported that the display on the insulin pump was blank. The reported blood glucose reading was 61 mg/dl. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.